Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying the battery indicator. This complaint was classified based on the customer care advocate (cca) documentation. The pt alleged that the product issue began at approx 8:00 am on (B) (6) 2010. It is not known when the pt tested last and what readings she was obtaining from the alleged meter prior to when the issue started. The pt did not claim that she discontinued testing her blood glucose due to the reported issue. The cca documented that the pt manages her diabetes with oral medication (medication specifics not known). The pt confirmed that no change was made to her usual diabetes routine due to the alleged product issue. On (B) (6) 2010 at approx 3:30 am, the pt reportedly developed symptoms of "dizziness and sweating." The pt denied using any other meter to test her blood glucose. Shortly after the onset of her symptoms, the pt stated she performed self-treatment by having more food/drink. The cca verified that the alleged meter requires a new battery per the owner's manual recommendation. The pt stated that she did not have a new battery available at the time of the call. Replacement meter and supplies were sent to the pt. This complaint is being reported because the pt reportedly developed symptoms suggestive of a serious injury and required self-treatment after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.